Event description:
Customer reported an aviva system blood glucose result of 61 mg/dl, lost consciousness. Husband called emt's, customer's blood glucose was 17 mg/dl within 10 minutes on emt's system. Emt's gave her a glucagon injection. Customer had taken 16 units of levemir an hour prior to losing consciousness. A request was made for the return of the device and a replacement was sent.